Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown. Customer also stated that the they receive insulin flow blocked alarm as well as insulin pump was exposed to fluid and screen turns off. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies. Unable to determine delivery anomaly and display anomaly due to critical pump error.